Manufacturer narrative:
The actual suspected device was not received for evaluation; however, photo samples of the suspected product were received. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. The presence of a black speck in the drip chamber was confirmed based on the provided photographs. The likely cause of the black speck is discoloration of the pvc material during the molding process. As no physical product was returned, dimensional analysis could not be performed to determine whether the speck is within specification

Event description:
An event involving an unspecified date with primary plum set, clave secondary port, clave y-site, secure lock (103-inch) was reported, in which the customer identified tubing with a black speck visible in the drip chamber. There was no reported patient involvement or harm.